Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had a high pacing threshold. The pace/sense portion of the lead was capped and replaced with a previously implanted lead. The defibrillation coils on the rv lead remain in use. No patient complications have been reported as a result of this event.